Manufacturer narrative:
Final analysis found external insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 7.8cm to 8.1cm from the connector pin, consistent with the reported event of noise. The reported event of clavicle crush was not confirmed. Correction; artifact and oversensing should have been reported earlier.

Event description:
New information available on 12/26/2017 states that, the patient was stable before, during and post procedure.

Event description:
It was reported that the right atrial and right ventricular leads exhibited noise due to clavicular crush and were explanted and replaced. No further information was available.